Event description:
The patient's lead and generator were replaced. The explanted products were discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient has increasing pain with stimulation since a car accident. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.